Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post implant procedure check, the patient¿s heart rate was below 60 beats per minute. Upon device interrogation, the right ventricular lead exhibited low impedance and failure to capture. Testing in unipolar configuration, the lead continued to exhibit low impedance despite stable sensing and capture. Fluoroscopy was performed revealing a malformation around the suture sleeve site. The patient was brought into procedure on (B)(6) 2019 and the lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received on (B)(6) 2019 indicating that the right ventricular lead also exhibited undersensing, lead insulation anomaly, and a bent was also noted.